Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis requiring hospitalization. On an unreported date, the patient was given a loading dose of amikacin injection 150mg ip, fortum injection 500mg three times a day ip, reflin injection 500mg three times a day ip and vancomycin injection 1gm loading dose ip. The root cause of the peritonitis was unknown. At the time of reporting, the event of peritonitis was resolving. Dianeal pd2 ultrabag therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.